Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml at 80 mcg/day) and bupivacaine (2.0 mg/ml at 0.1599 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient was not receiving medication through pump due to a granuloma forming at the tip of the catheter. The catheter would not aspirate. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to surgery where the catheter was revised. The catheter tip was removed and then replaced with a new tip that was attached to the remainder of the existing catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.